Event description:
It was a case of right knee arthroplasty revision, dr. [Redacted] was the one who closed the first and second layer of the skin and let his pa [physician assistant] closed the rest. While closing, the pa noticed that the tip of the needle is broken. Dr. [Redacted] was notified. X-ray called for broken item, charge nurse was notified also. X-ray was done and read by dr. [Redacted] and the report was positive for metallic foreign body over the medial aspect of the medial femoral condyle. Dr. [Redacted] open the surgical site to locate the broken needle and while doing it he is using the suction. Second x-ray was done and per radiology report the broken needle has been removed. Dr. [Redacted] and dr. [Redacted] also has a telephone conversation regarding the result.